Event description:
It was reported that the atrial lead had loss of capture at maximum output. The lead was capped and replaced. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.